Manufacturer narrative:
(B)(4). A carefusion field service representative went onsite and the reported issue was resolved by replacing the main board. The suspect main board has been received by carefusion and is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the ventilator (revel) displays a transducer fault alarm. This incident occurred during patient use; patient was placed on another ventilator. The customer reported there was no harm to patient associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. The service technician powered up the unit, and the ventilator immediately alarmed transducer fault. Further bench testing determined transducer fault issue was caused by pt801 failing.